Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim that on (B)(6) 2014 patient was involved in a car accident while wearing a dexcom cgm device. Before the accident, patient checked blood levels via finger stick and cgm. Finger stick value measured 134 while cgm measured 127 with trending arrow slanted down. Device performed according to specifications. Patient then took glucose tabs and started driving home, when she was involved in a car accident. No one was injured. Paramedics were called in after the accident but no medical intervention was required. Patient's blood levels measured at 79 after the accident took place. At the time of the call, patient reported feeling fine.